Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during initial drain. The baxter technical representative (tsr) was unable to locate the source of air so the home patient (hp) will save the cassette for pickup. The tsr explained the alarms and had the hp cycle power twice to clear the alarm. The tsr explained that the hp will have to start over with new supplies, and advised the hp to call her nurse within next 24 hours. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the hp regarding the reported se 2240. The hp stated that she recalled the event however was not sure how air got into the lines. The hp stated that she had a rough night and had to start over with supplies twice. The hp was able to continue therapy after staring over with new supplies the third time. The hp had recently discarded the supplies and did not have the lot number available. The hp was advised to call the nurse regarding this reported issue and discuss proper therapy procedures. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause of the se 2240 was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.